Event description:
A (B)(6) year old female frail, diabetic, woman with severe symptomatic mitral stenosis, with persistent atrial fibrillation, coronary artery disease. She had a very calcified posterior annulus on echocardiogram. Because of her frailty and co-morbidities she was initially worked up to have transcatheter mitral valve replacement, bi-atrial maze, laa clipping and CABG on (B)(6) 2018. Her procedure went smoothly but on the post surgery transesophageal echocardiogram there was found to be central leak in the valve (there was no paravalvular leak). There was nothing obstructing the movement of all the three leaflets, however for reasons unknown there was central leak. The surgical process of seating the valve was uncomplicated and standard. When we resumed bypass, cross-clamped, opened the left atrium to look at the implanted valve, there was nothing mechanically obstructing the motion of leaflets; however one of the leaflets just did not look right and had restricted motion. Hence we had to replace the valve again. Although the valve functioned fine but due to fracturing of calcium on her posterior annulus, she suffered av groove dehiscence. Having a central leak from a tissue valve is not common and I have never encountered it in my career. I am not sure as to the cause: surgical handling, posterior annulus calcium impinging the strut or primary valve failure. Hence, I recommend the valve be analyzed by the company. This patient was a high risk due to her frailty, co-morbidities and very calcified annulus. She suffered a known but devastating complication of mitral valve replacement i.e. A-v groove dehiscence. However, I feel that it is important to have the valve analyzed.